Event description:
It was reported that during reprocessing, the jaws of a monopolar curved scissors instrument would not open when they tried to clean them. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The blades opened after the input disks were rotated. When initially conducting the failure analysis, some residue was noticed on the ends of the blades. A tool was used to test the residue for adherence after this test was conducted, most of the residue was cleaned off the blades. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .150 - .423 in length and both aligned and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.